Event description:
On november 10th, 2020, the user contacted dario to report elevated blood glucose (bg) readings. The user reported that she was getting consistently high readings in the 200 mg/dl range. Two days prior to contacting dario, in the early morning, the user received a high fasting bg reading of 220 mg/dl. Due to this elevated reading, the user injected herself with 35 units of insulin. The user had not eaten anything, and continued to monitor her bg levels. The user reported that she kept getting readings in the 200 mg/dl range. After several hours, the user measured her bg level again and received a bg reading in the 200 mg/dl range, therefore, she injected herself with 35 units of insulin. Later in the day, after consulting with her doctor, she injected herself an extra 10 units of insulin. In the evening, she measured her bg level with a reading of 169 mg/dl, so she injected herself with 35 units of insulin. The user reported she was feeling very hungry, dizzy, and shaky. The user also reported that her bg levels were not correlating with the amount of insulin that she took, or the way that she felt, so she finally decided to compare her bg levels with a non-dario meter, which read 70 mg/dl. She ate dinner and started feeling better, she did not mention seeking any other medical intervention. The user reported that she usually takes 3 times 35 units of short acting insulin, and 44 units of long acting insulin. The user reported that she stores her strips cartridge in the kitchen and that she uses alcohol before testing her bg levels. Dario's user guide states in the section regarding 'general precautions', "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen," and in the section of 'causes of unexpected results' it is asked, "were the test strips stored in areas of high humidity such as the kitchen, or the bathroom?" Dario's user guide also states in the section regarding 'factors that interfere with blood glucose testing' that, "alcohol can affect test results." A replacement of dario's strips and control solution were sent to the user to further investigate this issue. Multiple attempts to follow up with the customer were made, however, no response has been received to date. Therefore, there is not enough information regarding the dario meter, and strips to investigate. No resolution is available.